Event description:
Yesterday morning ((B)(6) 2014) I was rushing to leave our house. I usually use one contact lens in my right eye to correct my vision and can not read without it. I normally use "opti-free" contact solution to clean and disinfect my lens. On this particular morning I had run out of this product so I went into my daughter's bedroom and grabbed her contact solution, "clear care". This product is the same shape and size as "opti-free" and other contact solutions. It has a large contact displayed on the front with the words "triple action cleaning". It has other small lettering on the pretty red, white, and blue packaging, but I could not read this because I can't see without my contact lens. I was also in a hurry. I put my contact in my left hand as I have done a million times, squirted it with my daughter's contact solution "clear care" and placed it in my eye. As soon as that contact was placed in my eye I had excruciating pain and burning in my right eye and my lid automatically shut just as if acid had been poured in. I had trouble getting the contact out of my eye, but as soon as I did I ran to the faucet to flush my eye with water. My eye would not stop burning yesterday and although better today, it is still burning 24 hours later. Not only is it still burning, but my eye lids are swollen and my vision is blurred. Subsequently, I have used a magnifying glass to read the "clear care" label. And, yes, there are warnings on the back and top of the bottle in small type. However, this type is too small to read with poor vision, vision that needs correcting with contacts. In my opinion, the warnings are not obvious on "clear care". The plastic bottle for this product should be altered to be very different from normal contact solutions. This product should also have a large warning across the front of the bottle, instead of small warnings placed attractively on the sides. In addition, it should not be sold along side other contact solutions in drug stores. In conclusion, for those who don't wear contacts, putting in a contact is like brushing your teeth. You do it a million times. It becomes a repetitive, daily routine. Well, imagine picking up your toothbrush one morning to brush your teeth to discover that overnight it has become a blowtorch. That is what "clear care" is like for people who use the more common types contact solution. The packaging, labeling and placement in stores for "clear care" should be changed. Otherwise, it is a very dangerous product.